Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 2.0; lab: 15.0. Date: 2008; inratio: 1.4; lab: 2.1. This case qualifies as an adverse event. Patient was given vitamin k for medical intervention. Adverse event follow up: patient is now in stable condition.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.0, lab: 15.0, mean: 8.50, confidence limits: unable to be determined; 2008, 1.4, 2.1, 1.75, 1.2 - 2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, the readings are considered inaccurate based on "area outside the acceptance region" table. The inratio and lab value are within the confidence limits for the 2nd data set. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.